Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump required frequent battery changes and a sticking esc button. The caller stated that she had to restart the rewind to complete the battery change process. She noted that the insulin pump was rejecting new batteries, alarming failed battery test. The customer declined to provide the blood glucose reading. Nothing further reported.